Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician was unable to pass the mesh leg through the sacrospinous ligament. On the third attempt, the needle detached and is unknown if it detached inside or outside the patient. The physician determined the patient had a "tight anatomy that was not suited for the pinnacle kits" and completed the procedure with a different device (manufacturer and type unknown). There were no complications to the patient, who is reportedly "stable" post-procedure.